Manufacturer narrative:
The results of this investigation concluded there were tears in cusps 2 and 3, fibrous pannus ingrowth on the inflow surfaces of each cusp, fibrous thickening of cusp 3, and a thin layer of fibrin on all three cusps.. There was no evidence of acute inflammation or calcifications, and gram stains were negative for organisms. No evidence was found to suggest the cause of the pannus, fibrin, and tears was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
A 21mm trifecta tissue valve was implanted on (B)(6) 2013 to treat the patient¿s stenosed and calcified native aortic valve. The valve was implanted in the supra-annular position and slightly asymmetrically to accommodate the atypical position of the coronary ostia. Serial echoes ((B)(6) 2013 and (B)(6) 2014) showed good valve function. The patient began to report significant discomfort and on (B)(6) 2015 an echo documented a torn posterior cusp and significant aortic regurgitation. The trifecta valve was explanted (B)(6) 2015 and a 21mm edwards magna ease valve was implanted.